Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high thresholds and high out of range impedance in bipolar mode. The lead was found to have t-wave oversensing (twos) at the least sensitive settings. The lead was suspect of a fracture. The lead was programmed to integrated bipolar mode and remains in use. The patient is scheduled to see a cardiologist for further evaluation. No patient complications have been reported as a result of this event.